Event description:
It was reported that the patient is experiencing pain in his right hip. Patient states that he has difficulty walking, especially using the stairs. Patient is also reporting that occasionally gets a feeling that his hip may collapse. Patient currently has a prescription for blood work but has not scheduled an appointment with a lab yet or set up an appointment with his surgeon.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.